Manufacturer narrative:
The patient sample was received for investigation. The investigation confirmed the customer's elecsys hiv combi pt (hiv combi) "reactive" result. But further investigation confirmed that the result was a "false reactive" result. The investigation included a review of the data set provided by the customer: the qc results were within the specified ranges. The alarm trace did not indicate any issues. The investigation determined that the event of initially reactive results may occur, as product labeling states: "interpretation of the results: all initially reactive or borderline samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values < 0.90 are found in both cases, the samples are considered negative for hiv-1 ag and hiv-1/-2 specific antibodies. Initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The assay is performing according to specifications.

Manufacturer narrative:
A questionable positive hiv combi result was provided for an additional patient sample (patient 2). On (B)(6) 2025, patient 2 result from the e411 analyzer was 2.23 coi (positive). The sample was sent to an external laboratory, where the result from an unspecified method was "negative." The specific result was not provided. Patient 2 was tested with reagent lot number 869764 with an expiration date of 30-nov-2026. Section d4, lot number was updated to include this lot number. The investigation is ongoing.

Event description:
The initial reporter questioned positive results for 1 patient tested for elecsys hiv combi pt (hiv combi) on a cobas e 411 analyzer (disk system). The initial result from the e411 analyzer was 4.92 coi (positive). The repeat after re-centrifugation was 4.94 coi (positive). The sample was sent to an external laboratory, where the hiv duo result from an e402 analyzer was "negative." The specific result was not provided. A 2nd sample was obtained, and the result from the e411 analyzer was 5.09 coi (positive). The sample was sent to an external laboratory, where the hiv duo result from an e801 analyzer was "negative." The specific result was not provided. A 3rd sample was obtained on (B)(6) 2025, and the result from the e411 analyzer was 5.04 coi (positive). The sample was sent to a laboratory using the abbott alinity method, and the result was "negative." The specific result was not provided. Confirmatory testing was not performed as the hiv duo and abbott results were "negative."

Manufacturer narrative:
The e411 analyzer serial number was (B)(6). Sample material was requested for investigation.